Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation and review of available medical records.

Event description:
A peritoneal dialysis (pd) pt with drain complications was diagnosed with peritonitis. The pt was found to not properly adhere to aseptic technique. Culture reports taken from the pt indicate the growth of coagulase negative staphylococcus. The pt was treated with vancomycin and was able to resume cycler-dependent pd treatment. Per the pt's pd nurse, the pt has a history of poor aseptic technique. Per the pt's pd nurse, the pt has a history of poor aseptic technique.